Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative on (B)(6) 2014. "[Name removed] called indicating while in use in adult mode (no specific vent settings provided), the unit was set to 100% fio2, the patient's pulse oximeter readings began to drop. Respiratory noted the monitor fio2 indicated 21%, a external o2 analyzer confirmed 21% fio2. Respiratory did not note a low fio2 alarm. Patient was removed and placed on another unit. [Name removed] has been unable to confirm variance, but will replace gde as precautionary measure." The following additional information was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative on (B)(6) 2014. "The machine was turned into bio-med for evaluation with the following settings: set up: adult, volume a/c, aac on, et tube at 8 mm diameter and 30 cm length, leak comp on 3.8 circuit compliance and humidification active on. Settings: rate at 12, volume at 0.8 l, peak flow at 60 l/min, insp pause at 0.00 sec, peep at 12 cmh2o, flow trig 2 l/min and fio2 at 100%. Alarms: high rate at 45 bpm, low vte at 0.25 l, high vte at 3 l, low ve at 3 l, high ve at 30 l, low peak at 8 cmh2o, high peak at 105 cmh2o, low peep at 5 cmh2o and apnea interval at 20 sec. The machine was evaluated for fio2 accuracy and it was determined that the ventilator delivered and indicated the fio2 within the correct tolerance. The issue could not be duplicated. The machine will be repaired by replacing the gas delivery engine at our expense. The part will be shipped soon and carefusion tech support recommended running in bio-med for 24 hours at 100% fio2 after repairs are made."

Manufacturer narrative:
On (B)(4) 2014, carefusion set a letter to the user facility seeking additional information concerning the reported event and the condition of the patient. As of (B)(4) 2014, there has been no response from the user facility. The user facility did not submit a user facility report to the manufacturer. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion technical support specialist and the carefusion failure analysis lab technician. The user facility biomed representative evaluated the gas delivery engine and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. As a precaution, a replacement gas delivery engine was sent to the user facility for their biomed to replace and return this device to an in use condition. The carefusion failure analysis lab technician evaluated the gas delivery engine and was not able to reproduce the reported failure. Using an external oxygen analyzer the failure analysis lab technician verified that the oxygen delivery was within factory specifications. In addition, he verified that the gas delivery engine would generate an audible and visual alarm by disconnecting the oxygen supply to the gas delivery engine and inducing a "loss of o2" alarm. Carefusion was not able to determine the contributing factor of the alleged malfunction. Potential contributor factors for this reported event could be that the avea o2 alarm was disabled while in use and or the external analyzer was not properly setup.